Manufacturer narrative:
H.6. Investigation: bd received samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® edta 2k foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from japanese to english: the customer found a molding defect (fm) of a tube before use.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® edta 2k foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer found a molding defect (fm) of a tube before use.